Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacturer was able to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material at light guide lens was unable to be identified. Therefore, the root cause of the reported event was unable to determined. However, the probable cause of the malfunction would likely be that the foreign material may have been unremoved because the device was not reprocessed properly by leak from the scope cover. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: cf-170 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: cf-170 series reprocessing manual: chapter 5 reprocessing the endoscope. (And related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colonovideoscope light guide lens had foreign material. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.